Event description:
It was reported that the caller experienced a cgm error 42. There was no reported adverse impact to the customer¿s blood glucose level. The caller received assistance from technical support to complete a pump reset, which successfully resolved the issue without further error codes, allowing the sensor session to start successfully.